Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown. The device remains implanted. This record relates to the right side.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Device evaluation: the device related to the reported events of rupture and capsular contracture was received on april 23, 2025, with lot number 2880716. Based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.6.

Event description:
Healthcare professional reported rupture and capsular contracture baker grade unknown. The device has been explanted. This record relates to the right side.